Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/ok/contrast keypad buttons intermittently responded to user inputs and required excessive force to activate during testing, the bolus button was tested and found to be inoperable, it was observed that the bolus button slug was misaligned, the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons are reportedly unresponsive when pressed. The pt also claimed that the pump spontaneously goes to bolus screen. There was no adverse event associated with this complaint.